Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was a loose component rattling inside pump. A review of the event history log (ehl) identified battery not working. During the functional testing the reported issue was able to be duplicated. The root cause was due to normal wear as the battery pack was over 6 years old. Replaced interconnect board and battery. Performed power up process, preventative maintenance and all functional tests which passed. UDI information was unknown.

Event description:
It was reported that the pump exhibited battery issues. No patient injury was reported.